Event description:
It was reported that during a sleeve gastrectomy procedure, after one good fire (green reload), the nurse pulled out the fired reload and tried to load a new cartridge (another green). The cartridge didn¿t slide in to the jaws and there was no way to assemble the cartridge and to get the click sound. The nurse opened another cartridge and it didn¿t slide in as well. Opening a new device and using all the cartridges that were all ready open on the sterile area was ok. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Nicked knife, cartridge pan dislodged. The analysis results found that one pse60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.